Event description:
Staff was changing the IV tubing when the tubing snapped in half leaving the male fitting inside the bd nexiva female connection. This has happened multiple times. We have sent failed devices and unused samples to both bd and hospira for evaluation.what was the original intended procedure?IV change.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.